Event description:
Due to tibial loosening, a surgeon revised a total knee replacement on (B)(6) 2016 that was originally implanted on (B)(6) 2012.

Manufacturer narrative:
The investigation on the insert showed some spalling on the articular surface believed to be caused by a combination of oxidation and contact stresses. Based on the outcome of this investigation, a definitive root cause cannot be determined.